Manufacturer narrative:
Patient demographics not provided. The customer¿s report that the bifuse got stuck and was unable to remove was confirmed to be a male luer tip break. Visual inspection found that a male luer tip was broken off. Closer inspection under magnification observed stress marks at the break site of the male luer tip. No tool marks were observed. The root cause that ¿the bifuse got stuck and was unable to be removed¿ could not be determined. The root cause of the male luer break is due to excessive force as indicated by the visible stress marks observed on the broken male luer tip.

Event description:
It was reported that on the hematology/oncology unit, a bifuse tubing set became lodged onto the bd needless connector and the clinician was unable to remove it. A full tubing change was done to resolve the issue. The following day the patient had a positive blood culture result, and unspecified treatment was rendered. There was no report of lasting harm. No further information was provided by the customer.